Event description:
The pt underwent a coronary artery bypass graft (CABG) procedure due to stable angina ccs 3 and mital insufficiency.

Manufacturer narrative:
As reported by the study, percutaneous coronary intervention (pci) was performed on a chronic total occlusion lesion in the proximal circumflex of unknown length in a 2.75 to 3.0 mm vessel diameter at a bifurcation. The lesion was also tapered. The lesion was pre-dilated with a 2.5x10 mm balloon at 10 atmospheres (atm) before deploying a 3.0x23 mm cypher select stent at 10 atm. Timi 0 flow was recorded pre-procedure and timi iii flow was recorded post-procedure. Residual diameter stenosis measured 30%. Unfractionated heparin was administered during the procedure. Post-procedure medications included aspirin, clopidogrel, statins, nitrates and beta-blockers. Eleven months later, the pt presented with stable angina ccs3 and mitral insufficiency. The target lesion was revascularized during bypass surgery after unsuccessful revascularization performed one-month prior before this procedure. The pt was discharged two weeks later. Add'l info has been requested. Please note that this product, is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Add'l info received will be submitted within thirty days upon receipt.